Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint.  Sensor lot expired as of 31-may-2022, therefore, sensor testing not applicable in this case.  In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is based on the customer's report of "june/july". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "unspecified sensor error" message and was unable to obtain readings. As a result, customer experienced "dizziness and nausea" and was unable to self-treat, requiring hcp administration of "injection and IV" for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.